Manufacturer narrative:
Investigation summary: 30 representative samples were returned for evaluation. A bd quality engineer inspected the returned units and could not identify any manufacturing related defects or abnormalities. A device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis.

Event description:
It was reported that bd insyte¿ IV catheters were burring in the patient. The following information was provided by the initial reporter: material no: 381223 batch no: 8204453 it was reported that the catheters were not advancing correctly and were burring in the patient. No further information provided. Pending response from customer. Additional info received from customer states, the problem we were encountering is that the catheters were not advancing correctly and burring in the patient. We attempted multiple times and it continued to happen, all catheters were from the same lot. Products were not samples issued, I order boxes of 50 at a time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheters were burring in the patient. The following information was provided by the initial reporter: material no: 381223, batch no: 8204453. It was reported that the catheters were not advancing correctly and were burring in the patient. No further information provided. Pending response from customer. Additional info received from customer states, the problem we were encountering is that the catheters were not advancing correctly and burring in the patient. We attempted multiple times and it continued to happen, all catheters were from the same lot. Products were not samples issued, I order boxes of 50 at a time.